Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a software problem and the stimulation was increasing by itself. The patient had removed the controller and reset the controller. The patient was taking the controller of his pocket and the screen showed system problem. The error message is as follows: 1. Intellis 2. 3.2 3. 45 4. Qte_arm cant not continue call mdt the controller was not connected to the ac adaptor at the time of the error message but it was connected to the recharger. The lithium ion battery pack was being used at the time of the error message. In addition, it was reported that the patient had adaptive stimulation, but it does not feel like an adaptive stimulation. When the patient was standing at 3 and when he sits down normally, the stimulation was set lower but when he sat down, the stimulation jumped from 3.6 - 3.8 and 4.0. It also went higher when he went for the walk. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.